Event description:
It was reported that the stylet can not be inserted into the lead during the implant procedure. The lead was not used and replaced. The implant procedure finished successfully and the patient remained stable throughout the whole procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring (B)(6) cm with a stylet partially inserted in the lead. No conclusion code available. Stylet insertion test found obstruction and restriction at (B)(6) cm from the connector pin. The other damage found was sustained during the procedure.